Event description:
A nurse educator called on behalf of the pt stating that the pt was admitted to the hosp in 2007, for diabetic ketoacidosis. His blood glucose value was reported to be 1300 mg/dl. He was being treated with intravenous insulin. Two days later, his blood glucose value had decreased to 250 mg/dl. His blood glucose value was reported to be 120 mg/dl before meals. During troubleshooting with a co rep, the nurse educator determined that the basal rate, time and date had been set correctly on the pt's infusion device, but the pt had been forgetting to bolus insulin. The nurse educator was advised to educate the pt regarding the importance of bolusing insulin when applicable. Six days later, the pt was contacted and he stated that his blood glucose values have returned to his normal range. He reported a blood glucose value of 100 mg/dl that morning. The date of release from the hosp was not provided. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.